Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoracoscopic wedge resection. While dividing the lung tissue the instrument did not fire. The surgeon could press the green button and squeeze the handle. The case was completed using a new stapler. No patient injury.